Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the instrument was inspected during central processing after use and a chip was detected on the instrument. It is unknown when the issue occurred. There was no arcing reported and it is unknown if any tip collisions have occurred. There was no report of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage and chipping on the fenestrated bipolar forceps, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint "plastic portion by tip has chip or melted dent." Failure analysis found the primary failure of thermal damage-exposed electrode to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The fenestrated bipolar forceps grips were manually manipulated, and the instrument passed electrical continuity test on 3 out of 3 attempts. The fenestrated bipolar forceps was placed and driven on an in-house system. The fenestrated bipolar forceps instrument delivered energy with signs or arcing on all attempts. The fenestrated bipolar forceps instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to not be exposed. The instrument grips were manually manipulated, and the fenestrated bipolar forceps passed the electrical continuity test on all attempts. There were no signs of thermal damage near the site. The complaint regarding melting damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This complaint is considered a reportable event due to the following conclusion: the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the plastic tip of the fenestrated bipolar forceps instrument was chipped/melted. There was no report of patient involvement. Follow-up with the customer was performed, but no further details have been received as of the date of this report.